Manufacturer narrative:
DHR was performed and no records of the incident were found. Photos and samples related to the occurrence were received. The complaint was confirmed. The foreign matter occurred due to a assembly machine cleanliness failure. In the machine there is an oven which makes the epoxy cure. The epoxy locked the cannula over the hub.

Event description:
It was reported that before use of the needle precisionglide 18x1-1/2in there was foreign matter on the inner part of the needle. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: identified product with dirt in the inner part of needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the needle precisionglide 18x1-1/2in there was foreign matter on the inner part of the needle. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: identified product with dirt in the inner part of needle.